Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was having nausea and vomiting since, maybe, (B)(6) 2017. This was noted to be a sudden onset. They wanted to get the patient in for an adjustment, but couldn¿t get an appointment with their healthcare professional (hcp) until (B)(6). The patient had been in and out of the hospital. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was hospitalized on (B)(6)2017 due to their symptoms since 2017.a couple months and the doctor was able to adjust the device in the hospital for the patient. Since the past month or so, the patient had a return of symptoms including nausea and vomiting. The patient had tried to book an appointment with the doctor, but they were booked until june 2018. It was noted that there were no falls or trauma that could be related to the issue. The patient was redirected to follow up with the healthcare provider (hcp) to page a manufacturer representative to adjust the therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no actions had been taken to resolve the issue. No further complications were reported/anticipated.